Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was assigned a temporary physician who overlooked the device triggering elective replacement indicator (eri). Pacing had not been provided, and thus, emergency device replacement was carried out. The device was explanted and replaced. No patient complications have been reported as a result of this event.